Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "random" fluctuating blood glucose (bg) levels since starting on the pump. Reportedly, the bg level ranged from the high 50's (mg/dl) to mid 200's (mg/dl), which the customer addressed per the health care provider's (hcp) direction. The customer does not believe bg levels are related to the pump; however, was unable to provide specific details regarding the reported issue. Additionally, it was verified that the customer was modifying the "food bolus" options when insulin was needed to address elevated bgs. As the customer was unaware about the correction bolus feature on the pump, the customer may have been incorrectly calculating bolus requests. During the call, tandem technical support educated the customer on the bolus features on the pump. It was confirmed that the customer would consult with hcp to review therapy details during following appointment. During the time of the call, it was reported that the customer's bg level was "fine".